Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative device breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. X-ray review was performed: complaint is confirmed as we are able to confirm complaint description based on the received pictures, as we see a broken nail and a broken screw. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient fell and sustained a right femur injury. Open reduction internal fixation (orif) procedure was performed on (B)(6) 2018 to treat a right femur intertrochanteric neck of femur fracture. On (B)(6) 2018, patient presented with a history of approximately one week of right thigh pain with no description of fall. X-ray taken revealed broken nail at head and neck aperture and most distal locking bolt had broken due to excessive loading. Patient underwent a femoral nail removal procedure on (B)(6) 2018 due to nail breakage. Patient was revised with a long stem total hip replacement (thr) prosthesis without issue. There was no surgical delay reported. Concomitant devices reported: tfna helical blade perf l90 tan (part # 04.038.390s, lot # h520853, quantity 1); 5.0mm ti locking screw w/t25 stardrive 50mm f/im nail-ster (part # 04.005.540s, lot 3 unknown, quantity 1). This report is for one (1) tfna fem nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfna fenestrated helical blade 90mm (part 04.038.390s, lot h520853, quantity 1), 5.0mm titanium locking screw with t25 stardrive 50mm for im nail (part 04.005.540s, lot l128568, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: april 19, 2016; expiration date: april 30, 2026; part: 04.037.226s; 12mm/125 deg ti cann tfna 360mm/right- sterile; lot: h080984 (sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Sterilization control number (scn) (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.2; lock prong, 125 degree, tfna, bp55; lot: 9870190; lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. Part: 04.037.912.4; wave spring, shim ended, bp55; lot: 9850931; lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3; tfna lock drive, bp58; lot: h059867; lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127; timoagri16.00, bp80; lot: 9980170; lot quantity: (B)(4). Certificate of test received from ati specialty metals was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Complaint is confirmed as we are able to confirm complaint description based on the received pictures, as we see a broken nail and a broken screw. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.